Event description:
Caller alleged discrepant false positive tni results using the triage cardiac meter. Results as follows: pt was discharged in the evening of (B)(6) 2011 after the 4th serial draw. Diagnosis was acute chest pain. No other pt info was provided. Tni cut-off is 0.05; (0.06 - 0.39) is possible myocardial injury.

Manufacturer narrative:
Customer did not return any sample for testing. Product support was unable to rule out sample specific interference that is known to affect analyte recovery. No result given by customer is above the clinical cutoff of 0.40 ng/ml as stated in the package insert. Product support tested retained cardiac device lot w49138 with cal z (neg ctrl), cal h (pos ctrl), and 2 normal whole blood (edta) donors. Observations were for tni recovery. No false positives or high bias in tni recovery were observed with any sample. No error codes or device issues were observed. All values with each sample were within mfg specs. No product deficiency was established. (B)(4). Corrective action is not required at this time.